Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation with subsequent eye swelling cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Eye swelling is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 61-year-old female with newly diagnosed glioblastoma (gbm), started optune gio on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that she was experiencing a worsening skin condition and swelling of the left eye. Reportedly, the patient sought medical advice and was prescribed an unspecified antihistamine and a corticosteroid cream. The report indicated that a healthcare provider (hcp) attributed the reaction to the transducer arrays and optune gio therapy was temporarily discontinued. On (B)(6) 2026, the patient reported symptomatic improvement and resumed optune gio therapy on (B)(6) 2026. A photograph was provided demonstrating mild erythematous skin lesions with punctate crusting on the forehead along with significant left periorbital swelling, resulting in complete closure of the left eye. Multiple attempts were made to contact the prescribing physician; however, no reply was received.